Event description:
On (B)(6) 2018, the patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high compared to feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient was unable to recall the date and time the alleged issue first began but thought it was around 2 months prior to contacting lfs. The patient reported that she obtained an alleged inaccurately high blood glucose result of ¿171mg/dl¿ on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages her diabetes with oral medications diet and exercise and reported that her doctor had increased her dose of glipizide in response to the alleged product issue. The patient reported than on an unspecified date and time after the alleged product issued began she experienced symptoms of ¿getting sweats¿ the patient denied that she received any treatment. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure. However, the test strips had been stored incorrectly as the vial the strip came from had been open for more than 6 months. Replacement products were sent to the patient and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.